Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR report: 3008829311-2017-01069, reference MFR report: 3008829311-2017-01070, reference MFR report: 3008829311-2017-01071. It was reported an infection was present at one of the lead incision sites. Cultures were taken, however the results were not provided to the manufacturer. The system was explanted and the infection has since resolved.